Event description:
Pt was to undergo an endometrial ablation in the office. Scheduled for novasure. Pt states doctor had difficulty in completing the procedure with the novasure and kept changing the instruments, the machine kept alarming, and she experienced marked pain to the right. The doctor therefore changed the procedure to her option cryoablation. She completed the ablation with this unscheduled technique and released the pt on antibiotics. The pt continued to have pain and developed a fever. The pt presented to the ER with a temp of 104, wbc of >18,000. The pt was started on antibiotics and underwent an MRI which identified a perforation and necrosis of myometrium. The pt was therefore taken to surgery where a hysterectomy was performed and is now recovering. Reason for use: abnormal uterine bleeding.